Event description:
It was reported that a 3.5 mm proximal tibia locking compression plate construct was removed due to pain in the knee. The procedure was successfully completed. There was no allegation against any of the parts. This is report 2 of 4 for complaint (B)(4). This report is for three unknown locking screws.

Manufacturer narrative:
Device used for treatment, not diagnosis. Pt ID: (B)(6). Date of event and implant date unknown. This report is for three locking screws, part and lot numbers unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.